Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that during testing it was noted that the device had exposed wires. As it was during testing there was no patient involvement and no harm or delay were reported. No other adverse events were reported along with this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Updates performed on b4 b5 d4 g3 g6 h2 h4 h6 h10. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.